Event description:
The hcp reported that the pump was explanted after an implant duration of 47 months. "Patient request explant; non-functioning pump also empty." The hcp reported that the patient "was never happy" with the device implant. No specific patient symptoms were reported.